Manufacturer narrative:
The device was evaluated by a field service engineer. The battery was replaced, and the equipment was left connected to the ac for at least 8 hours to charge. The issue was resolved.

Event description:
The customer reported philips battery request. The device was not in clinical use, no patient or user harm was reported.